Event description:
In 2003, a patient underwent successful repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Follow up visits revealed aneurysm growth with the absence of endoleak. A second procedure was performed in 2006 to explant the gore excluder aaa endoprosthesis. A dacron graft was used for surgical repair of the aneurysm and the patient tolerated the second procedure. The physician believes the aneurismal growth to be secondary to endotension associated with the first generation excluder devices.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.